Event description:
Customer reported an altitude alarm issue with their pump. Blood glucose level was not adversely affected as it did not exceed 500 mg/dl. Despite following technical support's instructions to clean the speaker holes and reconnect the cartridge, the customer was unable to resume insulin delivery due to a persistent cartridge alarm. Reportedly, customer reverted to manual injections for insulin therapy.